Event description:
Per the clinic, the internal device was implanted in a position which made it difficult to use the external processor, and the issue could not be resolved. The patient underwent revision surgery on (B)(6) 2012 to reposition the device. However, during the surgery the device was explanted (reason not specified) and the patient was reimplanted with a new device.

Manufacturer narrative:
This report is filed (B)(4) 2012.

Manufacturer narrative:
(B)(4).